Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lead dislodged due to the suture sleeve not being fixated well. The lead was explanted and replaced because the helix wasn't retracting or deploying well. The lead was not returned for analysis. If additional information becomes available, this event will be updated.